Event description:
I had aquabalation prostate reduction surgery at (B)(6) hospital in (B)(6) on (B)(6) 2024 with a good outcome in terms of urinary function. Unfortunately, the surgery caused erectile dysfunction. Procept biorobotics invented and owns the technology. I utilized procept's consumer website to determine which surgery to have. In the center of procepts's consumer website a claim is made that says"100% of men retain erection" - I am living proof this statement is false. The aquabalation surgery damaged nerves positioned directly behind the prostate gland (referred to as secondary nerve trauma) - this is my opinion and also the opinion of a urologist that performed a penile doppler ultrasound that substantiated reduced blood flow to erectile tissue. There was not a malfunction of the robotic device. I also suffered damage to erectile tissue (scar tissue). This damage could have occurred from the urethra being dilated, or the robotic device within the urethra, or a post-surgical catheter. The post-surgical erectile dysfunction is considered permanent with a risky surgery. I learned that cost of a lawsuit against procept would be prohibitive. It appears to me that procept has set up a deceptive environment against consumers by promising that 100% of men will retain erection and then claiming they are not liable for any resultant erectile dysfunction, because the patient was aware of the risk- this appears blatantly wrong. I have had some limited improvement in erectile dysfunction after extensive therapy, but my condition is far from normal prior to aquabalation.